Event description:
It was reported during a laparoscopic cholecystectomy the white "o" ring became dislodged during usage. Trocar had to be replaced to finish the case. Trocar type was 511sd. There was no consequence to the pt. 02/27/1998 rep confirmed the gasket did not fall into the pt.

Manufacturer narrative:
Date sent: 12/10/1998. Endopath dilating tip trocar: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported event occurred. The sleeve was rec'd with the inner gasket dislodged from its original position. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.